Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion certified service technician was able to verify the customer's reported issue. During bench testing the unit unexpectedly shut down with the move of the pigtail. External inspection of the pigtail revealed damage to the pigtail near the strain relied. The service technician replaced the pigtail and the ventilator was powered on using internal and external power sources without any abnormalities. Internal inspection did not reveal any abnormalities with the ventilator. The unit passed all testing and met all carefusion manufacturer specifications.

Event description:
It was reported to carefusion that lap top ventilator 1200 was not receiving any power even after several external charge cords were used with confirmed power. At this time it is unknown if there was any patient involvement associated with the reported issue. The unit was returned to carefusion for evaluation. During bench testing the unit unexpectedly shut down with the move of the pigtail.